Manufacturer narrative:
Associated medwatch reports: 9610612-2021-00715 and 9610612-2021-00716. Investigation results/ visual investigation: the investigation was carried out visually and microscopically with the digital microscope and the digital camera. We carried out a visual investigation of the instruments and the fracture surfaces. Here we found brown discolorations and signs of intercrystalline fracture. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based on the information available, a final root cause could not be determined. There might be a combination of a multiple factors error that leads to the fracture. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with bh444r-rochester-pean forceps str 185mm. According to the complaint description, it was reported that the clamp was broken during the surgery. An additional medical intervention was necessary. Additional information was not provided nor available / was not available. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00716 (400532612 bh145r).